Manufacturer narrative:
The pump alarmed motor error during the rewind due to a corroded motor home switch. Unable to perform the displacement test due to the motor anomaly. Unable to verify other error alarms due to the motor anomaly. The pump was received with a missing end cap sticker. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, a cracked case at the reservoir tube window corners, and a corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed motor position encoder error and it also alarmed motor error. The device wouldn't work and he attempted to fix the issues the battery but it still alarmed motor error. Customer's blood glucose was 244 mg/dl. Customer stated he has had motor error previously but it wouldn't prompt him to re-prime. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.